Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the feeding tube's cap found loose after a few days resulting in the leak of the feeding formula.

Manufacturer narrative:
One unused sample with lot number 1726921264 was received for evaluation. After performing the functional inspection, the condition reported by customer was not observed. The device history record file was reviewed and no discrepancy was found according to the failure mode reported. Since the sample received was analyzed and the condition reported was not observed in the product the root cause could not be determined. Functional inspections are performed during the manufacturing process with acceptable results according with quality standard requirements. At this time no corrective actions are deemed necessary since the reported condition could not be confirmed. We will keep monitoring the process for any adverse trends that require immediate attention.